Event description:
Sales representative reporting for the facility the following: secondary tubing came unraveled from ultrasite valve. Nurse was infusing chemo and it leaked on the patient. No patient injury was reported.